Event description:
It was reported that the patient presented with severe angina and the procedure was to treat the 90% stenosed left circumflex (lcx) coronary artery with moderate calcification and tortuousity. The lesion was pre-dilated with a 2x10 mm semi-compliant balloon and then the 3.0x48 mm xience xpedition stent was implanted at 16 atmospheres via a radial approach. Fluoroscopy after stenting showed a proximal edge dissection. Another xience xpedition stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.